Event description:
The following was reported: "a total of 5 devices malfunctioned on the same day. For the first device, the plug was already deployed when the device came apart. A second device was used that had a balloon loss of pressure while in use. Three more devices came apart in the sheath. The patient did not suffer any adverse events."

Manufacturer narrative:
The device was received with the balloon inside the procedural sheath. Visual inspection of the device showed that the shuttle cartridge was engaged to the handle. The sealant sleeve was displaced and sliding on the polyimide shaft. The sealant was protruding from the shuttle cartridge side slit and soaked in blood. It is unknown whether the location of the sealant sleeve occurred during the procedure or due to user manipulation. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The condition of the returned device did not match the description of the incident. Based on the information received and the investigation performed, the root cause of the reported event could not be conclusively determined. The review of the lhr (lot f1411102) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See MDR's 3004939290-2014-00951, 3004939290-2014-00952, 3004939290-2014-00582 and 3004939290-2014-00953 for the other 4 devices.